Event description:
It was reported that during central processing, the prograsp forceps instrument was noted with a thermal damage. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument for the failure analysis. The instrument was found to have thermal damage on the main tube. The damage was located where the main tube and proximal clevis meet. The instrument does not have a conductor wire nor releases energy, so the source of the thermal damage is unknown. An instrument log review was performed and discovered that the customer used a monopolar curved scissors (mcs) instrument (part number: 471093-11, lot number: k11230316 0237) with the tip cover accessory. Both mcs instrument and the tip cover were not returned for the failure analysis.